Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 l dual eva bag ran out of total parenteral nutrition (tpn) solution (baxter compounded) 45 minutes earlier than expected. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.